Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, immune status, and other co-morbidities etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device is not available for evaluation as it remains implanted in the patient. In this case, it appears that the reported calcification may have been caused by patient factors (advanced age [(B)(6)], hodgkin¿s lymphoma status post chemotherapy). There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 5 months post implantation of a 26mm sapien valve in the aortic position, the patient complained of dizziness, fatigue, and shortness of breath (sob). A recent echo (tee) revealed a moderately calcified transcatheter heart valve with severe stenosis, mild to moderate aortic regurgitation (ar) with aortic valve area (ava) measuring 0.92cm2 and mean gradient 40mmhg. A 26mm sapien 3 valve was successfully implanted. The procedure went well and the patient is stable. As reported, at the time of the 1st sapien valve implant the patient was being treated for lymphoma cancer stage iii and was undergoing chemo treatments.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.